Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'error code 345 was not reproduced. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the upstream thermistor failure. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.